Event description:
Reporter alleged that the inform meter had a hole around where the pins are located due to melting plastic. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.